Event description:
Ft3 and ft4 results do not match clinical picture. Results as follows: tsh 0.89 mu/l, t4 168 mmol/l, t3 2.73 nmol/l; ft4 23.9 pmol/l, ft3 7.89 pmol/l. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.